Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. It was noted that the manufacturing representative met with the patient today and did a physician mode recharge (pmr). It was further noted that this was the patient¿s 3rd overdischarge and the ins was non-functional. The reporter stated the patient saw an end of service (eos) message today. Additional information received, reported that patient compliance lead to overdischarge. The reporter stated they did not have any information about the patient¿s prior overdischarges and they met with the patient last friday. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the manufacturer representative was not given the old implantable neurostimulator (ins) and assumed it was discarded.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was that the battery would not charge. It was noted that there was a charging issue. The event was attributed to the implantable neurostimulator (ins). The issue was due to battery depletion. It was not known if it was normal or premature. It was unknown if the issue was due to the lead/extension. It was unknown if there were abnormal impedance measurements. It was noted that there was revision/surgical intervention and the ins was replaced (B)(6) 2014. It was noted that the old battery was given to the programming representative. Signs and symptoms of the reported event included stimulator not working. It was noted that there was also reprogramming (B)(6) 2014. It was noted that the stimulator was working well after the replacement. The patient did not require hospitalization as a result of the event. The patient outcome was recovered without sequelae. Additional information was requested, but was not available as of the date of this report.